Manufacturer narrative:
A siemens healthcare diagnostic inc. (Siemens) field service engineer (fse) followed the cbdocs procedure, intended only for siemens personnel, when he was injured removing the manual aspirator assembly from the analyzer on the advia 2120i with dual aspirate autosampler instrument. The fse did not receive any treatment beyond first aid for the needle stick injury to his finger. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A siemens healthcare diagnostic inc. (Siemens) field service engineer (fse) sustained a needle stick injury to the finger while removing the manual aspirator assembly from the analyzer on the advia 2120i with dual aspirate autosampler instrument. The fse finger was cleaned with alcohol and a bandaid was applied. No further medical intervention was required. There are no known reports of adverse health consequences due to the engineer sustaining a needlestick injury while removing the manual aspirator assembly from the analyzer on the advia 2120i with dual aspirate instrument.